Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot # 9cped01a for evaluation. An in-house testing was performed using the returned meter with returned test strips. All readings were low and out of acceptable range. The returned meter was then tested with the in-house contour next test strips from lot # 9cped01a, which gave satisfactory performance. The customer's remaining returned contour next test strips were then observed under the microscope, which appeared normal. There were no signs of exposure to moisture or humidity and the strips did not appear to be damaged. Further evaluation will be performed.

Manufacturer narrative:
During further evaluation, a device history record was reviewed for the contour next test strips lot # 9cped01a and no manufacturing anomalies were found. An in-house testing was performed using the returned contour next ez meter and contour next test strips from lot # 9cped01a with in-house contour next control solution and whole blood, which gave low readings. Although, when the returned meter was tested with the in-house contour next test strips from lot # 9cped01a along with in-house contour next control solution and whole blood, they gave satisfactory performance. The returned and in-house test strips were also tested through fixture testing. Returned test strips gave low readings and slow fill (indicative of blood entering into the test strips slower than usual), while the in-house test strips gave satisfactory performance. The surface of the test strips was analyzed and no substance was found which could have caused slow fill. The reagent crystal of the returned test strips were found to be melted, which indicates that the reagent was exposed to the severe conditions such as high temperature and high humidity. Storage of test strips in high temperature and high humidity causes the deterioration of reagent, which can lead to low readings and slow fill.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer attempted to perform a blood glucose testing with the contour next ez meter, which displayed lo reading, indicative of a reading below 20 mg/dl. The customer had no symptoms of hypoglycemia, however, she ate a banana. The customer performed a repeat testing on a non-ascensia meter within 10 minutes and obtained a reading of 189 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.